Event description:
Pump reported a cartridge change error, which did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer was instructed by technical support to inspect and clean the cartridge area, remove the o-ring from the pneumatic tap, and load a new cartridge following on-screen instructions. The customer successfully completed the loading process and resumed insulin delivery, agreeing to monitor system performance without needing cartridge replacements.